Manufacturer narrative:
Method - (testing not performed). Results - (product not returned). Conclusions: (no eval will be performed). Common tape application technique: always apply tape to skin that is dry, clean and free from soaps, chemicals and oils. If needed, apply a skin protector and allow it to dry before using tape. Avoid using tincture of benzoin, as it can be a skin irritant. Apply tape without tension and smooth from the center out. Allow at least 1" of tape around dressing edges. Do not secure one end of the tape and apply tension while securing the other end of the tape. This may induce skin trauma in blistering or skin tearing. Maximize adhesion by firmly pressing or rubbing the tape into place on skin, tubing or appliances. Common type removal technique: loosen all ends of the tape strips, or edges of dressings. Grasp the full width of the tape and slowly and gently pull the tape back cover itself toward the wound to minimize disruption of healing tissue. Tape should be removed in the direction of hair growth whenever possible. If this will not disturb the wound area. Keep the tape close to the skin surface as you pull it back, and support the skin immediately adjacent to the strip being removed.

Event description:
Nurse states that the inpatient cannulated himself and taped his own dialysis needles in place with transpore white. Dialysis needle dislodged and pt lost more than 275 cc of blood. Pt did not require medical treatment. Nurse stated that the taping technique used by pt may not have been adequate to hold the needles securely. Nurse said that they routinely use transpore white and have always had adequate adhesion. Nurse stated that the pt is doing well following his blood loss. The pt did not require a blood transfusion.